Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: unknown hip femoral head; unknown hip acetabular liner; unknown hip acetabular cup; unknown hip femoral stem.

Event description:
It was reported that the acetabular component appeared to had spun a little vertical and loose at bone to implant interface. Surgeon was able to remove the 52mm cup and 52x36mm liner without too much trouble. These were the only components that were depuy products. The rim of the liner was chewed up during the removal and I was unable to read item and lot numbers. Doi: unknown; dor: (B)(6) 2018; right hip.

Manufacturer narrative:
(B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.